Event description:
It was reported that a patient experienced a stroke. A pulsed field ablation (pfa) was performed with a farawave catheter. The patient was discharged and made it home. About an hour later, it was reported the patient had a stroke. The patient went to ut and was treated. Transesophageal echocardiogram (tee) report was checked and everything was clear. The patient still have some speech issues. The physician commented that act was 210 when ablation started. No further information was provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.